Manufacturer narrative:
Result: glide rods, timing link.

Event description:
It was reported by service report that the head left side rail was stuck in the down stow away position and could not be raised or locked and that its panels were damaged. It was further reported that the head right siderail could not be locked. It is unknown if there was patient involvement, however no adverse consequences are reported.